Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of this report being sent. For this reason, evaluation code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported a crack in the purge line at outlet on the capiox fx25 device. Follow up communication with the user facility confirmed the following information: (1) found upon priming of cpb circuit. Pre-operatively, before patient arrived to the or suite; (2) it is unknown if the product was changed out; (3) surgery was completed successfully; and (4) there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00033 to provide the return sample evaluation. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual device revealed no anomalies or defects. Saline solution was flowed into the actual sample by gravity. A leak was noted at the purge line. Magnifying inspection of the leak found that the tube has been torn and the tear reached the inner lumen. Electron microscopic inspection of the crack cross- section of the tube found the presence of a rough segment and a smooth segment. On the smooth segment the generation of a radial pattern was found. The purge line tube was cut vertically at a point adjacent to the crack and the cut cross-section was inspected under magnification. The wall thickness was confirmed to meet manufacturer specification. Functional testing was conducted with a reserved purge line tube. The sample was exposed to a shock force at the joint of the tube and the purge port on the oxygenator module after it having been left under a low temperature of 0 degrees c for 12 hours. The tube was found to have cracked at the joint. Electron microscopic inspection of the crack cross-section found the presence of a radial pattern on the smooth surface similar to the actual sample. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. The investigation findings verified that the actual sample had no inherent anomaly that would have contributed to the generation of the crack on the purge line tube. Based on available information and investigation results the definitive cause of this complaint could not be identified. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00033 to provide the return sample evaluation.